Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cut mouth [mouth injury] . Bruise mouth [oral contusion]. Painfully - mouth [oral pain] . Brushes will no longer stay on the toothbrush - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush refills no longer stayed on the oral-b toothbrush whilst they were cleaning their teeth. When the oral-b toothbrushes fly off, they often bruise or even cut their mouth, which is painful. No serious injury was reported.